Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 869782 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test" on (B)(6) 2012. The patient's medical history included obesity, tooth decay and uterine bleeding. Concomitant products included medroxyprogesterone acetate ((B)(6)) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as ketorolac tromethamine ((B)(6)). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe, abnormal pain during menstruation/ dysmenorrhea (cramping)"), menorrhagia ("heavy bleeding during menstruation / prolonged abnormal menses/ abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain/ lower abdominal pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), rash ("rashes/ rashes or skin conditions"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), skin rash ("rashes or skin conditions"), fungal infection ("infection (other): yeast infection") and urinary tract infection ("infection (other): uti") and was found to have weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"), 3 months 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuations") and tooth loss ("loss of teeth"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus, dental caries, vaginal discharge, vaginal infection, fatigue and weight fluctuation had not resolved and the vaginal haemorrhage, headache, skin rash, weight increased, weight decreased, fungal infection, urinary tract infection and tooth loss outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, weight increased and skin rash to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Approximate weight at the time of essure placement (B)(6) lbs. Most recent follow-up information incorporated above includes: on 27-apr-2020: plaintiff fact sheet received. Device category changed from device other event to incident. Event pelvic pain make serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.